Event description:
Voluntary report no : 2100020000-2005-8005 was sent to cardinal by the FDA and states: a lighted mammary refractor was being used during bilateral implants. A burn was noted on the right side of the chest by the axlllla after the procedure. It is suspected that the connection between the light source and the retractor produced significant heat, that went through the or drapes and burned the skin. Treatment required: clearing and bacltracin. The incident of burning has occurred once before.